Event description:
It was reported that ext set smallbore .2mf ped leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: material no.: 10011865, batch no.: unknown. It was reported the filters are leaking.

Manufacturer narrative:
H.6. Investigation:3 samples were received and tested by our quality team with the customer's complaint of filter leakage. The samples were primed and infused and immediately presented with filter leaks. This failure is unusual and was escalated to ensure the manufacturing team and supplier of filter were aware of this issue. The samples were then sent to the supplier (B)(4) in europe for further investigation into the nature of these leaks. The supplier confirmed the leakage and then washed the sets with infusion of saline solution for one hour and retested. The leak no longer presented. The root cause of this failure was concluded to be a compromise of filter hydrophobicity due to the chemical properties of the drugs being infused. A device history record review for model 10011865 lot number 21025369 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21025369 regarding item #10011865.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 21025369. Medical device expiration date: na. Device manufacture date: 2021-02-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ext set smallbore .2mf ped leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: material no.: 10011865. Batch no.: unknown. It was reported the filters are leaking.